Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 421 mg/dl. Mode of treatment of high blood glucose was unknown. It was unknown if auto mode feature was in use at the time of the event. The insulin pump will not be returned for analysis.